Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed longevity overestimation on the pacemaker (pm). The physician elected to explant the pm. The patient condition was stable.

Manufacturer narrative:
The reported event of longevity overestimation was not confirmed. The device was in backup mode when received, consistent with low temperature exposure after the device was explanted. Analysis of the device image indicated the device was operating at elective-replacement level and was implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as temperature, rate responsive and prolong telemetry interrogation, etc. These conditions can result in fluctuation of battery voltage level measurements, which affects the longevity estimates. The device was cut open and connected to external power source for further analysis. Electrical and mechanical tests performed indicated normal device characteristic. The device was implanted for 13.83 years which exceeds its projected longevity and is consistent with normal battery depletion.